Event description:
A company representative reported that the tulip of a xia polyaxial screw disengaged from the rest of the screw approximately five months post-operatively. Revision surgery has not taken place nor been scheduled. No adverse consequences were reported.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
A company representative reported that the tulip of a xia polyaxial screw disengaged from the rest of the screw approximately five months post-operatively. Revision surgery has not taken place nor been scheduled. No adverse consequences were reported.